Event description:
In late dec or early jan after pt had used contact lens solution, his eye became red, blurry vision, pain, tearing a lot. Also eyes are sensitive to light. It started with right eye and moved to left eye, then back to the right eye.